Event description:
It was reported that a spectrum iq wireless battery module had an error/improper shutdown issue. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported ¿battery error/improper shutdown¿ was not reproduced. The device functioned as intended when installed in a known working pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The battery cell requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.